Manufacturer narrative:
The RMA was authorized but not received so no further investigation of the complaint is possible. B5 event description updated to :on jan 16th 2020, senseonics was made aware of a situation where a device is to be removed early due to sensor inaccuracy. H6 result code updated to 3221. H6 conclusion code updated to 67.

Event description:
On jan 16th 2020, senseonics was made aware of a situation where a device is to be removed early due to sensor inaccuracy.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of a situation where a device is to be removed early due to sensor inaccuracy.